Event description:
Pt had surgery on 8/1/95. Physician removed drain on 8/3/95. X-rays made on 8/4/95 revealed retained segment if tubing. Pt returned to surgery. Operative report notes that tubing was broken through a drainage hole. "There was no clear etiology as to why the drain had broken."